Manufacturer narrative:
Pending investigation. Concomitant medical products: 5272415, 170-36-03 - biolox delta femoral head 36mm od, +3.5mm, 5265118, 186-01-52 - integrip cc, cluster 52mm, g2 and 5268710, 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups.

Event description:
As reported via legal documentation, this patient had left hip replacement on (B)(6) 2018. They had left hip revision (B)(6) 2019, approximately 1 year 9 months after their initial procedure. Postoperative diagnosis: aseptic loosening, left total hip arthroplasty, femoral component. There is no other patient demographic or medical history available. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of an insufficient bond between the femoral stem and the bone, which led to aseptic (non-infected) femoral stem loosening. However, this cannot be confirmed as the device was not available for evaluation.